Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was noted that the pump emitted this alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings:a review of the black box and alarm history indicated call service 052 alarms had occurred. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no call service alarms occurring. Unrelated to the original complaint, investigation revealed that there was moisture in the display. Leak testing revealed a display lens leak. The pump was opened and moisture was found on the transceiver.